Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a procedure on (B)(6) 2006. According to the complainant, the patient experienced complications but the exact nature and date of onset of the complications are unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.